Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning for low pacing impedance triggered on the left ventricular (lv) lead although it was not for the lead's currently programmed vector. The physician did not want to receive alerts for a vector that was not in use. Instructions were provided to program the alert off and the lead remains in use. No patient complications have been reported as a result of this event.